Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The motor was tested outside the device and passed. The device was tested with a water infusion set with no air bubbles anomaly noted in reservoir

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had motor anomaly. The customer¿s blood glucose level was 15.8 mmol/l at time of incident and current blood glucose level was 17.0 mmol/l and treated for high blood glucose. The customer stated that they were concerned the insulin pump was not working as they had given themselves insulin manually. The customer stated that they still do not believe the insulin pump was working correctly because they no longer hear the movement of the motor or see insulin come out during basal delivery. The customer was advised customer will replace insulin pump but if next insulin pump does not reduce blood glucose we will need to start over and systematically check each system. The insulin pump will not be returned for analysis.